Manufacturer narrative:
The explanted lens was evaluated by an outside specialist contracted by b+l. The evaluation of the lens surface found lack of smoothness, surface rugosity, the presence of manufacturing lines, amorphous deposits that could correspond to protein coating, other deposits that could be salt crystals, and a consistent presence of very small particles, oval in shape between 1-2 microns in length. The reported glistenings, however, were not observed. Additional testing found some of these particles to be aluminum; however, the levels detected were not of a significant amount. Furthermore, evidence of contamination between explantation and analysis of the lens was observed. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined. It should be noted that actions were initiated at the manufacturing site to investigate the device manufacturing process.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that an issue described as "sub-surface nano-glistening" was observed on an implanted lens (via slit lamp examination) approximately 3-5 months post-surgery. The lens was implanted in the patient's right eye. Along with the nano-glistening, there was also a report of "smudgy, hazy, blurry, shadowy vision" for the patient. Furthermore, it was stated that the surgeon also observed posterior capsular opacification (pco) in the same eye. The visual acuity for the right eye was measured at 20/20 for distance. At a following visit (approximately 6 months post-op), the patient's vision was described as "waxy" and was measured at 20/25. At this point, the surgeon was still against medical intervention. Approximately 7 months post-op, the patient's vision was then measured at -1.00+1/25 (20/25+2) and was still characterized as "smudgy." When he began to notice more of the observed issue on the periphery of the implanted lens, the surgeon finally recommended a lens exchange. Thus, the patient's lens was explanted and replaced with one of a different model. In the surgeon's opinion, the likely cause of this event was attributed to the implanted lens. Regarding prognosis, the patient is said to be doing very well post-lens exchange.